Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patent experienced 3 second pauses which caused the patient to feel chest tightness and lightheadedness. The right ventricular lead exhibited increased capture thresholds and high impedance measurements. The lead was capped and replaced it was also discovered the lead was fractured. The patient tolerated the procedure well.